Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-mar-2019 with the following findings: during investigation, there were multiple reboots observed in black box. Insulin delivery totals in the total daily dose history near time of reported issue are low. No data in black box from this time due to continued use. The battery compartment was cracked. Threads inside battery compartment are damaged. No damage found to battery cap. Neither returned battery cap nor a test battery cap able to secure to pump properly. However; unable to duplicate power interruptions during testing. Pump passed delivery accuracy test and found to be delivering within required specifications. The battery cap contacts were within specification. The pump was opened; no damage found to power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 33.3mmol/l, associated with an alleged power issue. Reportedly, the patient remained on the pump and the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the battery cap would not attach, and the battery compartment threads were stripped. The pump had intermittent power. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power damage issue.